Event description:
It was reported that the handpiece overheated. At this time, it is unk if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather additional information from the account were unsuccessful.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the rotor was worn. The driveshaft, rotor, and spindle housing were replaced.